Manufacturer narrative:
The complaint device has not been returned for evaluation. Our investigation has been carried out based on the event description and previous complaints. Results: our records indicated that this is the only complaint of this nature for the given lot number. The missing items from the rt235 breathing circuit kit was most likely omitted during manufacturing. Conclusions: the device was out of specification. We are aware of other such complaints of missing components from our breathing circuit kits. The occurrence rate is 0.015% worldwide for the last year. We have an open CAPA item to address the issue of missing component, and we will continue to monitor all complaints for such problems.

Event description:
A hospital in australia reported that the rt235 breathing circuit kit was missing the extension (blue) tubing and round t-piece upon opening the package. The device was not not used on a patient.